Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unknown date, the patient experienced peritonitis which resulted in hospitalization on an unreported date. The cause of the peritonitis and treatment were not reported. On an unreported date, the patient recovered. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k20046 and h10j2121087 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis incident.